Event description:
It was reported that the article content was incorrect. The unopened box contains two left abdominal pads.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section e: initial reporter zip: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Pfmea # ra7600780 rev # 21, was reviewed for this investigation. The reported event is addressed in step #40. Based on this review the risk is within the expected range. A labeling review is not required because labeling could not have prevented the reported issue. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: b, d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the article content was incorrect, unopened box contained two left abdominal arctic gel pads, before use.